Event description:
The customer representative reported that the maxi move 5 lift, equipped with a motion assist function, started operating on its own. The lift moved backwards out of a room, across the hall, and crashed into a wall. It almost hit a resident. The motion assist function stopped working and displayed error code k406. All other functions remained operational. In additional communication received from the customer, it was clarified that the motion assist function had been activated by staff to transfer a patient. The unexpected movement occurred after the patient's lifting sling had been disconnected. No injury was reported.

Manufacturer narrative:
The involved device is pending return to the manufacturer for further evaluation. Additional information will be provided once the investigation has been completed.